Event description:
Higher blood glucose monitoring device results and went to the doctor due to readings. It was reported meter read 457 mg/dl and ate breakfast, however, did not take medications and had no activity, however, went to the doctor. Reporter statd doctor device measured 97 mg/dl while customer's meter measured 387 mg/dl within 5 minutes of each other. No made for the return of the suspect product and replacement product was sent.